Event description:
Customer states that false low digoxin results have been generated on the synchron lx20 clinical system when plasma is used as a sample type. The customer indicates that the difference between the serum digoxin values and the plasma digoxin values is approximately 0.6 ng/ml. To their knowledge, no patient injuries or deaths have been associated with these events. Internal investigation determined that the bias is observed on both lithium and sodium heparin samples when measuring digoxin (dign) on two specific reagent lot numbers. While on average the low bias is approximately 0.6 ng/ml, some samples may show falsely low values of up to 1.5 - 1.7 ng/ml. Changes to digoxin therapy are normally based on digoxin values and other cardiac diagnostics (ie, EKG) in conjunction with the physical presentation of the patient. Should false low digoxin values be used in prescribing dosage quantities or frequencies, there is a possibility that it could contribute to a potential injury related to increased levels of digoxin.